Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, elevated metal ion levels, soft tissue abnormalities, fluid and radiolucency of the femoral component were noted. The fluid on the posterior lateral quadrant of the right hip measured 46.3x56.2x55.7 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, elevated metal ion levels, soft tissue abnormalities, fluid and radiolucency of the femoral component were noted. The fluid on the posterior lateral quadrant of the right hip measured 46.3x56.2x55.7 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information provided with clinical data reported patient underwent right hip revision procedure on february 4, 2013 due to pain, limited function, and unspecified mechanical complication.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, elevated metal ion levels, soft tissue abnormalities, fluid and radiolucency of the femoral component were noted. The fluid on the posterior lateral quadrant of the right hip measured 46.3x56.2x55.7 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Additional information provided with clinical data reported patient underwent right hip revision procedure on (B)(6) 2013 due to pain, limited function, and unspecified mechanical complication. Additional information received from clinical study data noted that the patient underwent a right hip revision procedure on (B)(6) 2013 due to pain, limited function and mechanical complications and elevated metal ion levels. The modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate medwatch 1825034-2013-04347. This medwatch 1825034-2014-02038 is considered closed at this time.